Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device cracked reservoir tube lip. There is no data available due to the device did not have a battery installed when received. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home in a cabin. The cause of death was a cardiac episode. The caller stated that the customer had cardiac issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than a year prior to passing. The customer was having issues with high blood glucose that led to hospitalization and they were taken off the pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Frn-unk-rsvr. Unomed set.